Manufacturer narrative:
Ni

Event description:
Report received indicated that the distal tip was found frayed after opening the sterile pouch. There was no defect on the outer box and sterile pouch. The product was stored properly and was not use in the patient. This product will not be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.